Event description:
It was reported that the implantable pulse generator (ipg) could not measure p-wave amplitude. The device was able to recognized the p-wave and worked well in vdd mode; however, with the programmer, measurements could not be taken. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B) (4) preliminary testing revealed no output when programmed vvi 65 bipolar pacing. Additional testing revealed intermittent output. The no output condition was the result of lifted hybrid bond wires. The sensing interaction with the programmer could not be confirmed. Analysis of the automatic lead diagnostic data found the ventricular lead measured an open (B) (6) 2009 which is after the reported explant date of (B) (6) 2009, indicating the device was functional at explant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the implantable pulse generator (ipg) could not measure p-wave amplitude. It recognized the p-wave and worked well in vdd mode, but with the programmer, it could not be measured. The device was explanted and replaced. No patient complications have been reported as a result of this event.